Manufacturer narrative:
The "serial #" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the scooter threw him off. Consumer also alleges it turns too fast.

Manufacturer narrative:
Field service technican replaced console, controller, and batteries and the unit is now working properly.

Event description:
Consumer alleges the scooter threw him off. Consumer also alleges it turns too fast.

Event description:
Consumer alleges the scooter threw him off. Consumer also alleges it turns too fast.

Manufacturer narrative:
The "serial #", "unique identifier (UDI)" and "device manufacture date"" have been updated. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.